Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2011 inr = 3.0; (B)(6) 2011 inr = 1.9; (B)(6) 2011 inr = 1.4. Pt's meter inr was variable this week; no labs. Pt obtained 3.0 on (B)(6) 2011, skipped her coumadin dose and then obtained 1.9 the next day ((B)(6) 2011). Doubled her coumadin dose yesterday and obtained 1.4 the first time she tested today. She tested 2x more and obtained qc2. Therapeutic range is 1.7-2.3. Pt states, she has not had any changes in meds the past two weeks, but did start taking metformin approx 1 month ago and that her vitamin d dose was increased approx three weeks ago. Customer states she had some kidney issues, but is not receiving dialysis.